Event description:
Caller stated they had a boston scientific device with a serial number of (B)(6) and model number of sc1160. The caller needed a replacement device since it did not work, they worked with a person from boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).